Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from an unknown part of the tubing. This occurred during infusion of parenteral nutrition. The device was used with a colleague pump set to infuse at 2 ¿ 5 ml/hour. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It cannot be confirmed that the original reported lot number was the lot number in use at the time of the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the tubing appeared deformed and a cut in the tubing measuring approximately 0.2 mm was observed. During testing by both gravity and with an infusion pump a leak was observed from the tubing. The cause of the condition could not be determined. A CAPA has been opened to address this issue. The lot number could not be verified; however, a batch review was conducted on potential lot 14b07v422, manufactured 04/25/2014, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.